Event description:
It was reported that during daily maintenance, a burnt smell was found. There was no patient or procedure involved.

Event description:
It was reported that during daily maintenance, a burnt smell was found. There was no patient or procedure involved.

Manufacturer narrative:
The console was not returned for analysis. However, the console was serviced at the customer site by a field service engineer (fse). The fse did not detect any burnt smell during inspection. The analysis log was checked and an error 304 was reported. The optical path lenses and laser cavity terminals were normal. The high-voltage box was checked, and the insulated gate bipolar transistor (igbt) was replaced, and the thyristor module was reinstalled. The laser energy of 120 kilojoules (kj) was tested and found to be normal. A clinical observation is recommended. It was noted that the replaced electronic component may have emitted an odor at the time it was damaged. The malfunction found could have affected the device performance leading to the event experienced by the customer. A conclusion code of cause traced to component failure was assigned to this investigation, indicating there was an expected or random component failure without any design or manufacturing issue.